Event description:
Patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Update: rep sent in report stating the patient was revised because of possible infection.

Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the warsaw and international complaints databases finds no other reports against the provided product and lot code since its release to distribution. The investigation could not draw any conclusions with the provided information. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.